Event description:
The manufacturer received information alleging a ventilator service required alarm occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's power management board and internal battery were replaced to address the issue. In addition of the above evaluation, the device's pollen filter, and detachable battery was replaced due to prevent failure. The technician performed repair test, alarm check, battery check, run in tests and cleaning then confirmed the unit operated properly, and software was checked.

Manufacturer narrative:
The manufacturer previously reported received information alleging a ventilator service required alarm occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's power management board and internal battery were replaced to address the issue. In addition of the above evaluation, the device's pollen filter, and detachable battery was replaced due to prevent failure. The technician performed repair test, alarm check, battery check, run in tests and cleaning then confirmed the unit operated properly, and software was checked. The power management board was evaluated by the manufacturer's product investigation laboratory (pil) and found the power management board functioned as designed and operated without issue or error codes.